Event description:
MFR received a letter from an attorney alleging that: "...while going up a hill, the scooter stopped and began rolling backwards." The user allegedly ran into a tree and suffered a herniated disk.